Event description:
Initial troponin t result >25 ng/ml. Same sample repeated multiple times gave results of <0.1,>25, >25, and 28.9 ng/ml. The sample was also run on a different instrument using the same methodology and gave result of 29.2 ng/ml. The result of <0.1 ng/ml was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.